Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310, batch # 0037369260. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift (additional device required). Risk review: a risk review was completed and confirmed that the event of implant movement/shift was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that device shift and removal occurred. A left atrial appendage (laa) closure procedure was being performed in a patient with a laa of chicken-wing morphology and noted to have difficult anatomy. A watchman access system was advanced and a 31mm watchman flx pro delivery system and closure device were inserted. The 31mm watchman flx pro closure device was deployed and released from the core wire. Upon release, the closure device shifted off axis to the appendage and moved proximal due to wire bias. The physician determined the closure device was unacceptably proximal due to patient anatomy and the decision was made to remove the device. The watchman access system sheath was still in position at this time, and the physician attempted to percutaneously remove the closure device first with a goose neck device, then successfully with a grasping device. The non-boston scientific grasping device was able to grab the closure device and then remove it through the watchman access system sheath. There was not another attempt at laa closure and all options for a successful placement were noted to have been exhausted at that time. The patient has fully recovered.

Event description:
It was reported that device shift and removal occurred. A left atrial appendage (laa) closure procedure was being performed in a patient with a laa of chicken-wing morphology and noted to have difficult anatomy. A watchman access system was advanced and a 31mm watchman flx pro delivery system and closure device were inserted. The 31mm watchman flx pro closure device was deployed and released from the core wire. Upon release, the closure device shifted off axis to the appendage and moved proximal due to wire bias. The physician determined the closure device was unacceptably proximal due to patient anatomy and the decision was made to remove the device. The watchman access system sheath was still in position at this time, and the physician attempted to percutaneously remove the closure device first with a goose neck device, then successfully with a grasping device. The non-boston scientific grasping device was able to grab the closure device and then remove it through the watchman access system sheath. There was not another attempt at laa closure and all options for a successful placement were noted to have been exhausted at that time. The patient has fully recovered.